Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the right atrial lead exhibited oversensing of noise, all other electrical measurements were normal. The patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition before, during, and post procedure.